Manufacturer narrative:
The distributor reattached the cable between serial adapter and control board, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported the unit alarmed and lost the ability to ventilate. There was no report of patient involvement.